Event description:
Coil did not deploy properly. Coil frayed. Coil was snared and dislodged into soft tissue adjacent to blood vessel in right groin. Dose or amount: coil, frequency: 1, route: catheter thru the hepatic artery. Dates of use: (B)(6) 2017. Diagnosis or reason for use: staging for y-90 embolize vessel. "Is the product compounded: no, is the product over-the-counter: no."